Manufacturer narrative:
(B)(4): the customer reported that they received a visible "speaker malfunction" inop. No pt was harmed as a result of this issue. Philips verified that there was an inop, but has not determined whether or not the speaker is still audible. The visual inop would be obvious to users. In abundant caution, we will report this as a malfunction. The problem was resolved by replacing the main pcb as well as the speaker. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they received a visible "speaker malfunction" inop. No pt was harmed as a result of this issue.